Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while removing the peritoneal dialysis catheter from the patient it broke when trying to pull it out. The rectus cuff was too deep to locate through a small incision. Surgery team attempted a cut down to locate it but could not remove it that way. They performed a laparoscopic removal.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.